Event description:
It has been reported to philips that the x-ray functionality was unavailable, which resulted in downtime of the device and delays to patient treatment. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray functionality was unavailable due to the defective x-ray tube. Review of the system log file showed that a x-ray and ippc error resulted in the issue with the x-ray functionality. The fse replaced the x-ray tube but the fse was unable to calibrate due to generator error 02hx and then the fse replaced the h.v. Transformer to fix the error. However, during the calibration procedure, the fse found that the frontal image processor's disc 2 was broke and the fse replaced the frontal image processor image disks. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.